Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a vt after the device failed to deliver a therapy. The patient was being hospitalized for an unrelated event. External defibrillation was used to convert the patient rhythm. The device was reprogrammed successfully and the patient was discharged from the hospital.